Event description:
It was reported the pt is no longer receiving stimulation. An sjm rep met with the pt and programming was unable to resolve the issue. It was also reported the pt's pain pattern has changed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.